Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No rejections were documented. Update (B)(6) 2018. The case box reported from this complaint was received. The case label confirms the lot# 7144702. The case box shows damages on the top, on one side and at the bottom; the case box side and bottom damages induced damages to shelf boxes. Excessive compression force was applied to the case box inducing the side damage; the case bottom damage was induced by something pushing and tearing the cardboard for 6.5¿, while tearing the case box shelf boxes were damaged too. Product within specification? Yes, no. Root cause description root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no damaged packaging or leaking issues documented. Update (B)(6) 2018. The damages shown by the sample received are from mishandling, possible from our distribution chain. Based on the side/ bottom type of damages were possible caused by a forklift. DHR/bhr review there were no issues documented during the production of this batch.

Event description:
It was reported that before use, a bd posiflush¿ ns filled syringe was found leaking. The leak occurred as a result of the box it was packaged in being crushed and damaged. There is no report or injury or medical intervention.